Manufacturer narrative:
Batch reviews performed on 08 august 2025: gmk-revision 02.07.0317scf fixed tibial insert semiconstrained s.3 / 17 mm (k103170) lot 2200918: (B)(4) items manufactured and released on 15-mar-2022. Expiration date: 2027-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07. Scp17 tinbn coated sc peg - 17mm (k210010) lot 2315191: (B)(4) items manufactured and released on 13-sep-2023. Expiration date: 2028-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon downsized the liner, which is a common practice to restore the joint stiffness. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had a primary knee surgery on (B)(6) 2024. On (B)(6) 2024, the patient had anterior pain and instability and the cause is unknown. The surgeon revised all components with revision components. The surgery was completed successfully. On (B)(6) 2025, the patient had stiffness and lack of range of motion and the cause is unknown. The surgeon downsized the poly to give the patient more range of motion. The surgery was completed successfully.